Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a severely tortuous, moderately calcified lesion exhibiting 98% stenosis located in the proximal circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device was not passed through a previously deployed stent. Resistance was encountered when advancing the device however excessive force was not used. There was a tight 90 degree turn of the cx off the left main. A 3.5 guide liner was used but kept backing out so it was changed to a 3.75 guide liner. It was reported that an attempt was made to pre-dilate the lesion with a 2.00 mm balloon however the balloon failed to cross so a guide liner was used and the lesion was then pre-dilated. An attempt was then made to deliver the 2.25 x 12 mm resolute onyx stent however failed to deliver after multiple attempts. While attempting to retrieve the stent following the failed delivery it was sheered off by the guide liner. The non-medtronic guide wire was pulled out with the guide, the stent remained on the distal tip if the guide wire until it reached the profunda. The stent dislodged off the guide wire in the profunda where it could not be retrieved. The patient was reported to be alive with no injury.

Manufacturer narrative:
An attempt was made to retrieve the stent with no success. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Clarification: a medtronic ebu 3.5 guide catheter was used but kept backing out so it was changed to a 3.75 guide catheter. If information is provided in the future, a supplemental report will be issued.